Manufacturer narrative:
Pump received with button error alarm and intermittent up arrow button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's family called in to report a button error alarm. The customer's blood glucose level was 250 mg/dl. The customer stated that he may have slept on his alarm. The customer treated himself manually with an insulin injection. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.